Event description:
The distributor reported that the shunt would not drain from peritoneal catheter. The device was removed after 45 minutes and a product from another company was used. There was no patient injury reported.